Manufacturer narrative:
Returned unit tested for leaks; leak confimred. Unit examined: one fiber was cut. This type of occurrence would be detected with the routine leak testing during manufacture. Possible cause of event may be exposure to multiple exposures to reprocessing solutions or the dialyzer may have been subjected to strong shock.

Event description:
Eighteen minutes into treatment, a minor blood leak occurred on a fourth-use dialyzer. The pt's blood was returned; treatment was restarted with a new dialyzer. Estimate blood loss 2-5 cc. No pt injury.